Event description:
Consumer called to report pt son's meter giving inaccurate readings when school nurse is checking their blood sugar. Analysis run on clark error grid using mean avg. Reading (191) as ref. Point vs. Bd reading (23,404)yielded data points in the c/e range of the grid, outside acceptable limits.